Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned for an evaluation. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions, and quality control data. A review of the device history record could not be performed as the lot number of the complaint device was not provided. A review of complaint history records for the complaint device lot could not be performed as the lot number was not provided. The instructions for use (IFU) provided with this product includes the following information to the user related to the reported failure mode: cautions: intended for one-time use only. The universa® firm stents must not remain indwelling more than twelve (12) months. The universa® soft stents must not remain indwelling more than six (6) months. If the patient¿s status permits, the stent may be replaced with a new stent. These stents are not intended as permanent indwelling devices. Tether should be removed if stent is to remain indwelling longer than 14 days. Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. A pregnant patient must be more closely monitored for possible stent encrustation due to calcium supplements. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0 french are suggested. Individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. The complaint device was not returned. The part number was not provided by the customer; however, based on a search of sales to the customer it was identified the device is a (B)(4). The IFU supplied with the device includes cautions for handling of the stent, monitoring for stent encrustation and the maximum indwelling time. A review of manufacturing procedures found that current controls for manufacturing and quality control are in place to assure functionality and device integrity prior to shipping. The review of production processes and quality inspection documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The cause of the reported breakage during removal could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: other health care professional - coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a 7x24 universa firm ureteral stent set was placed (B)(6) 2018. The stent was removed by a different physician on (B)(6) 2019. It was reported that the stent broke when removing it. No adverse events have been reported as a result of the alleged malfunction. Additional patient and event information has been requested. At the time of this report, no additional information is available.